Event description:
While on the phone regarding an order placement for the sensors, the mother of the customer stated that about a year ago, there was an incident when the customer almost passed due to low blood glucose and was hospitalized. The customer's mother attributed the low blood glucose incident to the insulin pump possibly being broken. The customer's mother found them under the piano; the customer had been dragging themselves to the refrigerator to get juice, but by the time they made it to the piano, they had passed out. The mother of the customer stated that at the time of the incident, the customer was ice cold, their pupils were dilated, and they had foam in their mouth. The customer's mother stated that the customer does not use the sensors. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).